Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device was received in the not deployed position. The device data shows that timeouts and a drive stall occurred. The drive stall occurred during the priming sequence, resulting in the needle not deploying. The exact cause of the timeouts could not be conclusively determined. The middle battery was measured to be lower than expected. The timing and cause of the insufficient battery voltage could not be determined. Although the middle battery was measured to be lower than expected, the device was able to successfully communicate with a pdm and deliver a 5 unit bolus without replicating the timeouts or drive stall seen in the download data. Cracks were observed in the top housing. It is unknown how or when these cracks occurred. No corrosion or evidence of fluid entering through these cracks was observed.